Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. The unit was subsequently leak tested. Leak was noted at the junction of the tubing and the stress-member. The root cause was determined to be insufficient bonding at the seal between the tubing and stress member due to an operator error. Awareness training was performed by all applicable manufacturing operators. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
It was reported that an infusor had leaked from the cap, while the nurse filled the device. The device was being filled with a sterilizing solution. There was no patient involvement and no adverse event associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. A follow-up report will be filed if any additional relevant information becomes available.